Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device-location of the device."), pelvic pain ("pelvic pain/ pain pelvic area"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hyperlipidemia, renal insufficiency, anemia and vein disorder. Concurrent conditions included fibroids. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2017 for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In 2010, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 9 years 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infection"), back pain ("lower back pain"), abdominal pain ("abdominal area pain") and anaemia ("blood or heart disorder/condition (type: anemia)"). The patient was treated with surgery, surgery (she underwent dilation and curettage due to complications from the essure device.), surgery (d and c, hysteroscopy, ablation) and surgery (on (B)(6) 2017, she had ablation.). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, infection, weight increased, back pain and abdominal pain outcome was unknown and the anaemia had not resolved. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral total occlusion current weight was 340 lbs. On (B)(6) 2007, healthcare provider told about her results as implant was in place and that I got a lot scar tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device-location of the device."), pelvic pain ("pelvic pain/ pain pelvic area"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hyperlipidemia, renal insufficiency, anemia and vein disorder. Concurrent conditions included fibroids and obesity. Concomitant products included medroxyprogesterone acetate (depo-provera) in (B)(6) 2017 for birth control as well as amlodipine, antidiarrhoeal microorganisms (probiotics), atorvastatin, cholecalciferol (vitamin d), ferrous sulfate (ferrous sulphate), oxycodone (percocet) and salbutamol (albuterol). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In 2010, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 9 years 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infection"), back pain ("lower back pain"), abdominal pain ("abdominal area pain"), anaemia ("blood or heart disorder/condition (type: anemia)"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery, surgery (she underwent dilation and curettage due to complications from the essure device.), surgery (d and c, hysteroscopy, ablation) and surgery (on (B)(6) 2017, she had ablation.). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, infection, weight increased, back pain and abdominal pain outcome was unknown and the anaemia had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: bilateral total occlusion. Current weight was 340 lbs. On (B)(6) 2007, healthcare provider told about her results as implant was in place and that I got a lot scar tissue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event depression and anxiety added. Concomitant medication added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia"), uterine perforation ("perforation (uterus)/migration of essure device-location of the device.") And genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hyperlipidemia, renal insufficiency, anemia and vein disorder. Concurrent conditions included fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2017, 9 years 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), bladder disorder ("bladder problem"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue") and infection ("infection"). The patient was treated with surgery (she underwent dilation and curettage due to complications from the essure device.), surgery (d and c, hysteroscopy, ablation) and surgery. Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, menorrhagia, uterine perforation, genital haemorrhage, menstrual disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder, dysmenorrhoea and fatigue outcome was unknown. The reporter considered bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral total occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, reporter information, patient details, other relevant history, lab data, product information, events- menorrhagia, abnormal bleeding (general), abnormal bleeding (vaginal), bladder problem, bladder or urinary problems or changes, dysmenorrhea, fatigue, perforation (uterus) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device-location of the device."), pelvic pain ("pelvic pain/ pain pelvic area"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)") and genital haemorrhage ("abnormal bleeding (general)") in a 41-year-old female patient who had essure (ess205) (batch no. 623460) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hypertension, hyperlipidemia, renal insufficiency, anemia and vein disorder. Concurrent conditions included fibroids. Concomitant products included medroxyprogesterone acetate (depo-provera) in march 2017 for birth control. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In 2010, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("bladder or urinary problems or changes"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, 9 years 10 months after insertion of essure (ess205), the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), infection ("infection"), back pain ("lower back pain"), abdominal pain ("abdominal area pain") and anaemia ("blood or heart disorder/condition (type: anemia)"). The patient was treated with surgery, surgery (she underwent dilation and curettage due to complications from the essure device.), surgery (d and c, hysteroscopy, ablation) and surgery (on feb-2017, she had ablation.). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, genital haemorrhage, dysmenorrhoea, menstrual disorder, vaginal haemorrhage, bladder disorder, urinary tract disorder, fatigue, infection, weight increased, back pain and abdominal pain outcome was unknown and the anaemia had not resolved. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, fatigue, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral total occlusion current weight was 340 lbs. On (B)(6) 2007, healthcare provider told about her results as implant was in place and that I got a lot scar tissue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: laboratory data and concomitant added. New events weight gain, lower back pain, abdominal area pain and blood or heart disorder/condition (type: anemia) added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report. .

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (she underwent dilation and curettage due to complications from the essure device.). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.